Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 565 mg/dl at the time of the call. The customer stated that they were hospitalized for the high blood glucose on 02/03/2016 at 10 pm. The customer stated the issue occurred because their sites came off. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The issue was resolved with a set change.